Event description:
The reporter stated that the surgeon was using a competitor's lens with the msi-pm injector and the aq cartridge-fp and noticed that the lens haptics were bent coming out of the injector, no patient contact. In the surgeon's opinion the likely cause of iol damage was the cartridge, forceps/handling & other, not described.